Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("the displacement was verified after the patient¿s pregnancy") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required) and pregnancy with contraceptive device ("the displacement was verified after the patient¿s pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: that is, the information given to the patient was complete, accurate and adequate for the insertion of the essure devices, but after insertion the patient failed to attend to the check-up and discharge consultations, which prevented the hysterosalpingography requested from being performed, although it was verified that both essure devices were correctly positioned during the hysterectomy carried out one year after the insertion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("the displacement was verified after the patient¿s pregnancy") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required) and pregnancy with contraceptive device ("the displacement was verified after the patient¿s pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: that is, the information given to the patient was complete, accurate and adequate for the insertion of the essure devices, but after insertion the patient failed to attend to the check-up and discharge consultations, which prevented the hysterosalpingography requested from being performed, although it was verified that both essure devices were correctly positioned during the hysterectomy carried out one year after the insertion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.